Event description:
It was reported that the patient presented to the clinic after transtelephonic monitoring demonstrated several second pauses, and the patient reported feeling lightheaded at times. The lead showed a 'microscopic insulation break'. The lead was replaced and no further patient complications were reported as a result of this event.